Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). The device was not returned for analysis.

Event description:
It was reported in a 2012 letter to the editor of the journal "anesthesia-analgesia" (B)(6), experienced difficulty with a medtronic emg tube. After several manipulations of the emg tube during intubation, an intra-operative cuff leak occurred a hemithyroidectomy. The case proceeded without reintubation (a throat pack was added to stabilize the airway), and later, 2 wired electrodes were found to be bent at 90 degree angles. The cuff was covered in blood and blood was aspirated from the oropharynx. Inspection of the tube revealed that the cuff was perforated by 1 pair of electrodes that was bent at right angles with the long axis. Per the report, " respiratory problems occurred post-operatively, no pharyngeal complications were reported, and the patient recovered without problems".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.